Manufacturer narrative:
The catalog number identified has not been cleared in the us, but is similar to the fluency plus endovascular stent graft products that are cleared in the us. The 510 k number and pro code for the fluency plus endovascular stent graft products are identified . No medical records and no medical images were provided to the manufacturer. The lot number of the device was provided. The device history records are currently under review. The device has been returned for evaluation. The investigation is currently underway.

Event description:
It was reported that during a stent graft tips procedure via right jugular vein approach, the outer catheter was allegedly unable to be pulled back to deploy the stent. The delivery system was removed and the procedure was completed with another device. There was no reported patient injury.

Manufacturer narrative:
The catalog number identified has not been cleared in the us, but is similar to the fluency plus endovascular stent graft products that are cleared in the us. The 510 k number and pro code for the fluency plus endovascular stent graft products are identified. Manufacturing review: based on the available information and the investigation performed, there was no indication that the product failed to meet its specification prior to shipment. The lot records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. The review shows that no remarkable incidents occurred during the manufacturing process. No relevant manufacturing process changes were implemented, that could have led to the event reported. Investigation summary:on the basis of the returned sample the reported deployment issue could be confirmed. The stent graft was found partially deployed and the outer sheath was found elongated which indicated that high friction was present during the deployment attempt. During sample evaluation the stent graft could not be deployed further; the outer sheath elongated further. An indication for a manufacturing related issue could not be found. Based on the available information and the evaluation of the sample returned, a definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product it was found that the instructions for use (IFU) sufficiently address the potential risks. Regarding preparation of the device the IFU states that 'prior to loading the vascular system over a guide wire, both ports must be flushed with sterile saline. Flushing these lumens will also facilitate stent graft deployment.' Regarding the anatomy of the placement site the IFU states: 'prior to stent graft deployment, ensure that the proximal stent graft end is positioned in a straight section of the lumen to reduce the risk of increased deployment forces and possible failure to deploy.' The product is intended for use in the iliac and femoral arteries.

Event description:
It was reported that during a stent graft tips procedure via right jugular vein approach, the outer catheter was allegedly unable to be pulled back to deploy the stent. The delivery system was removed and the procedure was completed with another device. There was no reported patient injury.